Event description:
It was reported that during a rotational atherectomy treatment procedure removal difficulties occurred. The 90% stenosis lesion was located in the mildly tortuous and severely calcified right coronary artery. A 1.25mm rotalink plus burr was advanced through an unspecified 7f guide catheter to the target lesion and ablation was performed without issue. To continue the procedure, the 1.25mm burr was exchanged for a 1.75mm rotalink plus burr however the physician felt that the rota guide wire had become "looped" or kinked and the burr became stuck on the wire. As a result, the guide catheter was left in place and the 1.75 burr and guide wire were exchanged for another 1.75mm rotalink burr and a new guide wire. The 1.75mm burr was advanced past the target lesion but could not be withdrawn. In an attempt to remove the burr from the lesion, a non-bsc guide wire was inserted into the 7f guide catheter to allow for advancement of a balloon, however this was not successful. Next, vascular access was obtained in the opposite groin and an unspecified 6f guide catheter was advanced. The previously placed 7f guide catheter was then pulled into the aorta and the 6f guide catheter was placed in the ostium along the side of the stuck burr. An unspecified guide wire and 2.5mm apex balloon were then advanced distal to the burr and inflation was performed. The 2.5mm balloon was subsequently exchanged for a 3.0mm quantum apex balloon and inflation was again performed. The burr was then successfully removed along with the 7f guide catheter. The procedure was completed with a different device. No patient further complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).